Event description:
It was reported that the lead exhibted less than 200 ohms impedance with a threshold that was trending upward. Clavicular crush was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead had sustained clavicular crush at 25.5 cm from the pin. The distal insulation was damaged through at the crush location.